Manufacturer narrative:
The device was received for evaluation. A review of the event history log revealed that the device had presented uso sensor failure. During functional testing, the issue was not reproduced. A simulated therapy was performed and no upstream occlusion error occurrence was observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. The uso sensor will be recalibrated as a precaution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, a uso sensor failure was identified during the event history log review. No additional information is available.